Event description:
It was reported that a malfunction occurred on a customer's pump. There was no reported adverse impact to the customer. When the pump was connected to a power source, it turned on and did not recur after an automatic reset. Technical support advised the customer to continue using the pump and to contact them if any further issues arose, which the customer understood and agreed to.